Manufacturer narrative:
(B)(4): analysis of the lead (s/n# (B)(4)) found no anomaly. (B)(4).

Event description:
It was reported that high impedances were read, >40,000 ohms. The lead was explanted and replaced. It was also stated that patient status was noted as alive with no injury/no adverse event. Lengthened time of procedure was noted, "hcps was upset." Location of the issue was the lead. The lead was connected to the implantable neurostimulator (ins) and it was found that two contacts were out of range (>40,000 ohms on contacts 6 and 7). It was stated that the ports were repositioned and switched and that the issue followed the lead. Impedance testing was performed with multi-lead trialing cable (mltc) and "the impedances were high, but not greater than 40,000 ohms." The lead was replaced and "everything was perfect." Four days later it was reported that the patient was doing very well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565, serial# (B)(4), product type: lead. (B)(4).